Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd ultra-fine¿ mini pen needles had outer cover attachment issues. The following information was provided by the initial reporter: the customer gave feedback that the shield could not come off on all the seven needles in a box as they could not be unscrewed when installed on the injection pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-15. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text : see h10.

Event description:
It was reported that 7 bd ultra-fine¿ mini pen needles had outer cover attachment issues. The following information was provided by the initial reporter : the customer gave feedback that the shield could not come off on all the seven needles in a box as they could not be unscrewed when installed on the injection pen.